Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) showed battery maintenance to be planned message.

Manufacturer narrative:
Updated fields- b4, d9, e3, g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the message had disappeared. The fse states that they replaced the power management and solenoid control boards as part of an fsca, as well as preventative maintenance. The fse states that they replaced 2 batteries, however not enough information is provided as to assess whether this is due to the reported failure or as a maintenance item. The unit passed all functional and safety tests. If any applicable information is provided, the complaint will be reopened and processed accordingly.